Event description:
It was reported that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) received eight inappropriate shocks due to what appears to be supraventricular tachycardia (svt). The health care professional (hcp) interrogated the device, upon interrogation a code 1005 was found indicating an open circuit during shock delivery. Technical services (ts) reviewed the stored episode noting that this ICD exhibited high, out-of-range right ventricular (rv) shock lead impedance measurements measuring, greater than 125 ohms. Technical services (ts) also noted that this lead is from 2006 and the shocking impedances were in the high ranges but within normal limits since last year. Technical services (ts) was consulted and discussed this was likely calcification and not a lead fracture. Ts recommended lead replacement or possible commanded shock and defibrillation threshold (dft) test if physician does not want to replace the lead. Subsequently this rv was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal segment of the lead was returned, severed approximately 190mm from the terminal end due to induced damage during explant. Testing was completed to assess lead electrical performance. Electrical performance was within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) received eight inappropriate shocks due to what appears to be supraventricular tachycardia (svt). The health care professional (hcp) interrogated the device, upon interrogation a code 1005 was found indicating an open circuit during shock delivery. Technical services (ts) reviewed the stored episode noting that this ICD exhibited high, out-of-range right ventricular (rv) shock lead impedance measurements measuring, greater than 125 ohms. Technical services (ts) also noted that this lead is from 2006 and the shocking impedances were in the high ranges but within normal limits since last year. Technical services (ts) was consulted and discussed this was likely calcification and not a lead fracture. Ts recommended lead replacement or possible commanded shock and defibrillation threshold (dft) test if physician does not want to replace the lead. Subsequently this rv was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.